Event description:
It was reported that there were impedance warnings on the rv (right ventricular) and svc (superior vena cava) coils, and that there was high impedance on both coils. The pocket was opened and a tug test performed, and the lead pulled out of the port easily. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.